Manufacturer narrative:
The t:slim x2 basal iq user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the fill tubing sequence while connected at the site. Subsequently, the customer's blood glucose (bg) level decreased to below 54 mg/dl. The customer consumed food to address bg.